Event description:
It was reported that during the reduction the extender opened and disengaged from the screw, and the extender broke. It happened during normal use in l5 - s1. It was necessary to substitute the extender with a new one engaging it to the implanted screw. No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visually confirmed extender flange is broken on one side. The location and nature of the breakage is consistent with the inner sleeve damage. The two components appear to have been overloaded simultaneously. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.